Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.internal complaint number ¿ ca-cpl-2015-00562; record ID ¿ 100933

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were bent and device was not sealing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. Tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. The device was evaluated for electrical/cautery/sealing function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. We were unable to conduct an activation and transection capability test due to the deformed heater wire. Based on the returned condition of the device the reported complaints were confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were bent and device was not sealing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.